Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return evaluation however, is pending receipt. If the device or additional information is received a supplemental MDR report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that, when coil packing in the aneurysm was almost complete, the coil was pre-detached so only pusher wire could be retrieved. The coil was pushed in the aneurysm and additional coils were placed successfully within the aneurysm. No further treatment is necessary. No patient injury was reported.

Manufacturer narrative:
Items returned for evaluation: pusher. Items not returned for evaluation: implant; introducer; shrink lock; dispenser hoop; microcatheter. The visual analysis of the returned items found the pusher returned with no implant attached, but no signs of activation was observed on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher's monofilament broken, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. The implant was not returned for evaluation as it was pushed in and placed in the aneurysm as described in the reported event. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.